Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence, mechanical and inflation issues could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue and inflation issues cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that 5 months after the initial implant of an artificial urinary sphincter, the patient experienced a mechanical issue with the device. The pump would fill, but would not hold the cuff pressure and would deflate again. There was some pressure failure of the pressure regulating balloon. As a result, the patient continued to experience urinary incontinence. Imaging was performed and found no issues. The patient was expected to undergo a revision procedure for a device replacement.

Event description:
It was reported that 5 months after the initial implant of an artificial urinary sphincter, the patient experienced a mechanical issue with the device. The pump would fill, but would not hold the cuff pressure and would deflate again. There was some pressure failure of the pressure regulating balloon. As a result, the patient continued to experience urinary incontinence. Imaging was performed and found no issues. The patient was expected to undergo a revision procedure for a device replacement.